Event description:
Patient reported "complications" and "capsular contracture baker grade unknown" of a non- (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1761, 1924. Device: 4001. Ref: mw5189869. This report captures breast implant #2.